Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting intermittent capture and impedance greater than 3000 ohms. The physician saw that the lead was fractured near the suture site. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue